Event description:
The biopsy gun was passed through the patient's skin on the first attempt but not fired. A second attempt was made to penetrate the skin and the needle would not pass through even after a skin incision was made. Upon further inspection, the needle of the gun was noted as frayed. At no point during the procedure was the gun fired. The patient was not injured.